Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified vessel. A 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during inflation within the specified pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 2mm x 40mm x 145cm coyote¿ es balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. There are numerous hypotube and shaft kinks. The inner shaft is buckled in numerous locations under the balloon. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure. The coyote es device inflated and held pressure for 5 minutes without leaking. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified vessel. A 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during inflation within the specified pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 2mm x 40mm x 145cm coyote¿ es balloon catheter. No patient complications nor injuries were reported.